Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status even though the monitoring voltage was 3.24, which is beginning of life (bol). A boston scientific technical services consultant discussed whether the patient had undergone an MRI the day eol was declared. The patient did not have an MRI, and no episodes were stored for that day. A manual capacitor reformation was performed, bringing the device to elective replacement indicator (eri) battery status. A second cap reform returned the device to bol. A device memory disk was taken and returned for analysis.